Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure within 30 seconds. The procedure was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.